Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported that the patient's blood glucose (bg) level reached 31 mmol/l (558 mg/dl), while wearing the pod. At 18 mmol/l, the mother administered a bolus that was unsuccessful at lowering bg levels. Ketones were measured at 2.8 mmol/l. The pod's cannula reportedly dislodged from the infusion site, and the patient attempted to re-insert the cannula. However, the patient was unaware that their attempt to re-insert the cannula was unsuccessful, and therefore did not alert their parent of the cannula being dislodged. As treatment, a manual injection of insulin was administered.